Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg site was causing the patient pain. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. The pocket site was repositioned lower to address the issue. Postoperatively, the pain has resolved.